Event description:
A (B) (6) male underwent aaa repair on (B) (6) 2006. This pt initially underwent implantation of a zenith renu aaa ancillary graft converter due to failure of a pre-existing aortic graft (failure modes of distal type I endoleak, type iii endoleak, and cranial migration). At follow-up examinations completed 30 days, 365 days, and 36 months following implantation of the zenith renu aaa ancillary graft converter, the aneurysm had stabilized and the endografts were free from endoleaks. On CT imaging completed at the 48 month post zenith renu aaa ancillary graft converter placement, the aneurysm was noted to have expanded >5mm since the time of zenith renu aaa ancillary graft converter implantation. The presence of endoleak was marked as unk.

Manufacturer narrative:
Event is under investigation at this time.